Manufacturer narrative:
The allen rep evaluated the product in the field and found no issue with its function or safety. The rep re-inserviced the staff on the proper use of the device. Following treatment, the patient recovered fully, the staff said. No new problems have been reported at this time.

Event description:
An allen rep was contacted by a surgeon at (B)(6) requesting a site visit/training following a post-operative nerve deficit experienced by one of his patients following a prone positioning case. During the case, allen prone arm supports were used. The severity of the condition was not known but the hospital staff reported, the patient has completely recovered with treatment.